Event description:
It was reported during routine preventive maintenance, field service discovered corrosion in the power battery manager board of the automated impella controller (aic). Consequently, the aic was sent in for repair.

Manufacturer narrative:
The automated impella controller was returned for evaluation and analysis. While inspecting the aic during preventative maintenance, field service found a corroded power battery manager (pbm) board. Visual inspection confirmed the pbm contamination which impacted a neighboring communication channel. The pbm was replaced, and the console was able to perform as expected. A product history review was competed, and no action was required as a result of this review. In conclusion, the root cause of the "system self check failure" was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.